Manufacturer narrative:
PMA/510k: this device is not approved for sale in us but a similar device with catalog # 1606200500, 510k# k131321 and UDI# (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with adult deformity; and underwent posterior spine correction and decompression fixation at t9-s2. On an unknown date, post-op, the rods on both sides broke-off between l5 and s2. Allegedly, rods breakage were caused due to bone union failure. Hence, a revision surgery was performed, in which the broken rods were replaced. No fragment of the broken rods remained inside the patient.